Manufacturer narrative:
5/14/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument was difficult to open. The tissue was torn during manipulation. The surgeon applied another device to resect the device off. The pt's status is satisfactory.